Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant the ventricular setscrew would not tighten and no click sound was heard. The physician had difficulty removing the lead. The device was removed and replaced.